Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen, dilaudid, and clonidine (concentration, dose, lot unknown) via an implantable infusion pump. Indication for pump use was non-malignant pain. The patient's pump had been alarming for approximately one week and was currently empty. The alarm was heard but no clinician programmer was available to interrogate the pump. The patient was supposed to get the pump refilled prior to being incarcerated but failed to do so. Per the managing physician, the patient had ongoing difficulty making her appointments, including refills, due to several incarcerations and there was no actual pump issue. The patient had already been through the "detox protocol" and had experienced symptoms of nausea, restlessness, and return of pain. The onset of symptoms was sudden. While currently incarcerated, the patient was provided (B)(6) and (B)(6) for the pain. The hcp had been trying to contact the managing physician without success to arrange a pump refill. Additional information was requested regarding drug information, patient medical history, troubleshooting performed, actions/interventions taken, and resolution of the event. A supplemental report will be submitted if additional information is received.

Event description:
Additional information was received from a manufacturer¿s representative on 2017-feb-06. It was reported that the patient¿s pump had not been refilled since (B)(6) 2016 and was alarming. The representative requested for a way to silence the alarm. It was reviewed that the only way to stop the empty reservoir alarm was to update the reservoir volume and since they were not planning on refilling the pump it would be a medical decision if they wanted to update the pump with a volume that is not accurate. It was noted that they did not want to turn the pump off. The patient did not currently have a managing physician. It was reported that the pump was being used to deliver clonidine [500 mcg/ml] at a dose of 88.66 mcg/day, compounded baclofen [3138 mcg/ml] at a dose of 556.4 mcg/day, and dilaudid [20 mg/ml] at a dose of 3.546 mg/day.

Event description:
Additional information was received from a manufacturer¿s representative on 2017-feb-06. It was reported that the patient¿s pump had not been refilled since may 2016 and was alarming. The representative requested for a way to silence the alarm. It was reviewed that the only way to stop the empty reservoir alarm was to update the reservoir volume and since they were not planning on refilling the pump it would be a medical decision if they wanted to update the pump with a volume that is not accurate. It was noted that they did not want to turn the pump off. The patient did not currently have a managing physician. In order to silence the alarm, the pump volume was altered and set to minimum rate, though nothing is in the pump at all; the empty pump alarm is off. It was reported that the pump was being used to deliver clonidine [500 mcg/ml] at a dose of 88.66 mcg/day, compounded baclofen [3138 mcg/ml] at a dose of 556.4 mcg/day, and dilaudid [20 mg/ml] at a dose of 3.546 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.